Manufacturer narrative:
A supplemental report is being submitted for correction to d4 unique device identifier (UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a controller was returned to the manufacturer following a prophylactic controller exchange. Manufacture r's analysis subsequently revealed a mechanical problem and an environment problem.

Manufacturer narrative:
Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. One (1) driveline cover (lot no. Unknown) and one (1) controller ( (B)(6) ) were returned for evaluation. No performance allegations were made against the controller .various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Review of the (B)(6) manufacturing documentation confirmed that the associated pump met all requirements for release. There is no evidence that (B)(6) or the associated driveline boot cover was previously serviced by a medtronic employee. A review of the associated driveline boot cover¿s inspection records could not be completed because the lot number is unknown. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power port connectors. Additionally, visual inspection under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal any evidence of fluid ingress. The observed contamination and hairline cracks are addit ional findings not related to the reported event. The most likely root cause of the observed contamination within the controller power ports event can be attributed to handling of the device. Based on an investigation conducted under CAPA (B)(4), the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, con309173 falls within the bounds of this CAPA. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. Log file analysis revealed a vad disconnect alarm logged on 07/dec/2023 at 12:21:53 indicating a physical disconnection of the controller, which corresponds with a controller exchange and the reported replacement of the driveline boot cover. Log file analysis associated with (B)(6) revealed a controller power up and associated pump start event logged on 07/dec/2023 at 12:37:19, indicating that the controller was put into use. On-site inspection of the driveline cable boot cover revealed that the boot cover was stuck and unable to be removed after a few attempts. Visual inspection of the returned device revealed that the driveline cover was in a damaged condition; therefore, functional testing and dimensional verification could not be performed. Additionally, visual inspection revealed slight discoloration and foreign material within the device, likely due to the handling of the device. Supplemental testing previously performed on similar samples revealed that the driveline covers analyzed exhibited increased hardness and material stiffness as compared to a control sample. On-site inspection of the driveline cable, as wells as visual evidence provided by the site, revealed a break in the outer sheath next to the strain relief area. Visual evidence provided by the site also revealed discoloration of the outer sheath and strain relief damage. The reported events were confirmed. A driveline sheath repair and a stuck driveline cover removal were performed to mitigate the conditions reported, which corresponds with the returned driveline cover in a damaged condition. The most likely root cause of the observed strain relief damage may be attributed to factors such as normal wear over time or improper handling. Based on historical review of similar events, the most likely root cause of the driveline sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported inability to remove the driveline boot cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA (B)(4) is further investigating this issue. The most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller, likely due to the reported troubleshooting during the reported servicing procedure. Additional products: driveline cover d9: yes, return date: 18-dec-2023 h3: yes d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2018 / serial or lot#: (B)(6) UDI #: (B)(4) d9: yes, return date: 18-dec-2023 h3: yes h4: mfg date: 17-jul-2017 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ driveline cover d4: model #:  1175 / catalog #:  1175. D9: no. H4: mfg date:  h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular assist device (vad) driveline (dl) cover was stuck and was not moving.  It was also reported that the vad dl sheath was damaged at the end of the strain relief.  During the servicing procedure to replace the dl cover and repair the sheath, the vad stopped for approximately 30 seconds. The vad remains in use. No patient complications have been reported as a result of this event.